Event description:
An infusion pump was sent in to service where a failure was discovered on channel a. Customer stated there was no patient injury involved since the last service event by baxter. Information was requested by baxter regarding the date this report occurred, the medication involved, pump programming and set-up information, specific patient information, tubing product code and lot number in use, but no additional information was available. Additional contact information was requested but no additional contact was identified.